Manufacturer narrative:
It is not known if the shock/impact was from a fall and no additional information if the impact/shock was from device falling off a wall mount or roll stand. Therefore, we are considering this to be a malfunction of cause unknown. To resolve the broken screen, the front panel assembly and lcd display were replaced. A search in servicemax found no further related calls. The device remains in use at the customer's facility. No further action or investigation is warranted based on the available information at the time of complaint closure.

Event description:
The customer reported the problem of screen received a shock/impact and is broken. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the problem of screen received a shock and is broken. Patient involvement is unknown.